Event description:
Per the clinic, the device was explanted on (B)(6) 2024 due to gradual decrease of device performance over time and the patient was reimplanted with a new device during the same surgery.